Event description:
Customer reported receiving an error message on his meter and did not realize he needed to calibrate the meter. As a result, he was unable to test, experienced symptoms of dizziness and was seen at a local hospital. He reported being treated with an IV (solution unk) and insulin however, no diagnosis was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.